Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding ¿foreign.¿ information was inadvertently not included on the initial medwatch. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, probable causes include: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). This failure mode was addressed with a CAPA 147p-017, implemented on 30.03.2015. 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps (high voltage power supply board) and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault) 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor ntc1 (permanent error) 16. Defective motherboard due to defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect generator was returned to olympus for evaluation and the customer¿s reported problem was confirmed as device¿s recorded error log showed the error previously occurred 11 times. However, during testing multiple (approximately 50 times) with the footswitch, the error could not be reproduced. The inspection also noted multiple cracks and paint peeling on the front panel. The cause of the reported event could not be confirmed as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w / catalog # wb91051w; therefore, the following will be used as a place holder. Common device name: electrosurgical generator, esg-400. 510(k): k203682. Product code: gei.

Event description:
The customer reported that during inspection for use of the high frequency electrosurgical generator, ¿an e433 error occurred¿. The intended therapeutic laparoscopic procedure was completed after switching to another radiofrequency ablation power supply. No death or injury and no impact to patient or other has been reported to olympus. It was the footswitch for the generator maybe defective.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.